Manufacturer narrative:
Date of event: approximated based on the procedure date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 17489734/17613434/17613434/17613434.

Event description:
It was reported that following an ipg replacement procedure, the patient was experiencing severe pain at the neck and severe bruises on the chest. It was stated that the physician sutured the ipg too tight causing the ipg to be moved. The patient underwent another procedure wherein the physician fixed the tension loop on the neck and repositioned the ipg. The patient was doing well postoperatively.